Event description:
The implant malfunctioned due to an engagement issue. The malfunction did not cause or contribute to a death or serious injury. 09/04/2024 16:44:41 cet (5026571) user:5026571 received date of the return product:03/09/2024.